Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h7, h9, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. The device evaluation found that part of the biopsy valve was broken and a broken piece of the biopsy valve fell off. The evaluation also confirmed the broken piece had been retrieved. The shape of the detached rubber fragment matched that of the damaged portion of the biopsy valve, concluding that the detached rubber fragment is part of the biopsy valve. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: this event was caused by a component failure of the biopsy valve. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1/initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a diagnostic transbronchial biopsy (tbb) procedure, there were two consecutive cases where the single use biopsy valve was damaged simply upon inserting the syringe. In one case, it was damaged into small pieces, and the broken fragments fell off inside the patient's body. The fallen fragments were retrieved. The procedure was completed using a third biopsy valve. There were no reports of patient harm. This is report 2 of 2.